Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device had reached recommended replacement time (rrt) 2 years ago. The patient elected to leave the device intact with all therapies off rather than replace the generator or explant it. Today the device alerted for charge circuit timeout/charge circuit inactive. The device remains in the patient. No patient complications have been reported as a result of this event.